Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one patient sample. The sample was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the customer's normal reference range, was generated. The original elevated result was reported outside of the laboratory and there was change to patient care or treatment which occurred in association with the elevated access accutni+3 result, as the patient was administered an unknown medication. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The sample was collected in a serum separator tube and was centrifuged for ten (10) minutes at 4900 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. The customer did not provide access accutni+3 device information of lot number; therefore, expiration date and date of manufacture of the device could not be determined. A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters including: quality control (qc), calibration, system check, and precision run were performing within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.